Event description:
It was reported that there was the smell of smoke emitting from the technical room. The fire department was called. The cabinet was burned and the cables were melted. The advantx e vascular system was not in use at the time of the event. The door from the dlx cabinet had reportedly fallen off during the event. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed.